Manufacturer narrative:
(B)(4) the device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for damage was confirmed in the lab. The results of a sample evaluation revealed 1 overpouch unsealed along the flow wrap seal. A batch review revealed no problems during the manufacturing process and no deviations from standard procedure. The cause was undetermined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to baxter (B)(4) that the overpouch of a cassette was broken. There was no patient involvement. No further information is available.